Manufacturer narrative:
Submit date: 5/12/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump over delivered; the 500ml pouch is empty even when the pump is set for 480 ml.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of over delivering. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned because the pump over delivers; 500 ml pouch is empty even when the pump is set for 480 ml.